Event description:
An evoke closed loop stimulator (cls) was implanted in the patient on the right buttock area, (B)(6) 2022. The patient has been experiencing heat, numbness, tingling, water trickle sensation from calf to foot and multiple levels of pain throughout their right lower limb since the permanent implant occurred. This increases when charging and while sleeping regardless if stimulation is on or off. The patient has also had to take medication during the night to aid in sleep as the pain was too intense. They have contacted their physician for consult and next steps. It has been further reported that on the (B)(6) 2023, the patient underwent a full system explant using electrocautery. It was noted that the physician does not believe that this is a device deficiency.

Manufacturer narrative:
It has been further reported that on the (B)(6) 2023, the patient underwent a full system explant using electrocautery. It was noted that the physician does not believe that this is a device deficiency. Describe event or problem b5: additional information has been supplied. If explanted, give date d6b: (B)(6) 2023. Emdr h6: health effect - impact code has been updated to - device explantation - 4627. Type of investigation - updated to - testing of actual/suspected device - 10. Investigation findings - updated to electromagnetic compatibility problem identified - 197.

Event description:
An evoke closed loop stimulator (cls) was implanted in the patient on the right buttock area, (B)(6) 2022. The patient has been experiencing heat, numbness, tingling, water trickle sensation from calf to foot and multiple levels of pain throughout their right lower limb since the permanent implant occurred. This increases when charging and while sleeping regardless if stimulation is on or off. The patient has also had to take medication during the night to aid in sleep as the pain was too intense. They have contacted their physician for consult and next steps.

Event description:
An evoke closed loop stimulator (cls) was implanted in the patient on the right buttock area, (B)(6) 2022. The patient has been experiencing heat, numbness, tingling, water trickle sensation from calf to foot and multiple levels of pain throughout their right lower limb since the permanent implant occurred. This increases when charging and while sleeping regardless if stimulation is on or off. The patient has also had to take medication during the night to aid in sleep as the pain was too intense. They have contacted their physician for consult and next steps. It has been further reported that on the (B)(6) 2023, the patient underwent a full system explant using electrocautery. It was noted that the physician does not believe that this is a device deficiency.

Manufacturer narrative:
Describe event or problem b5: additional information corrected: from: it has been further reported that on the (B)(6) 2023, the patient underwent a full system explant using electrocautery. It was noted that the physician does not believe that this is a device deficiency. To: it has been further reported that on the (B)(6) 2023, the patient underwent a full system explant using electrocautery. It was noted that the physician does not believe that this is a device deficiency. If explanted, give date d6b corrected: from - (B)(6) 2023 to - (B)(6) 2023.